Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during the investigation, an error 1 sub code 5 occurs immediately upon power of the pump meter. Investigators were unable to pair the pump and the meter. Further testing was unable to be completed due to the inability to clear the error 1 sub code 5 message from the alarm.

Manufacturer narrative:
(B)(4).